Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The user facility returned a evis lucera ultrasound gastrovideoscope to the service center. During inspection of the returned device, foreign material was found on the forceps elevator. The customer did not report any patient user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over eleven (11) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: "chapter 6 compatible reprocessing methods chapter 7 cleaning, disinfection, and sterilization procedures." Olympus will continue to monitor field performance for this device.